Manufacturer narrative:
Concomitant product(s): 24950glq remote monitor. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after using the patient activator, the patient had a marked event that did not appear on the nightly audit transmission. The caller was advised to try using the patient activator and send a manual transmission to test. The patient activator remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.